Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port of the pump appeared to be damaged. Although requested, the customer declined to provide further information or participate in troubleshooting.

Event description:
It was reported that usb port of the pump appeared to be loose and damaged. There was no reported impact to customer's blood glucose. Although requested, the customer declined to provide further information or participate in troubleshooting.